Event description:
It was reported that the device alarmed for no apparent reason. No additional information was provided. There was no reported patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced keypad for won't turn on/ off which caused alarm low battery. As found 9.33 sw, as left version 9.33. Tested pm. A review of the device history record showed the device had a manufacture date of (B)(6) 2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the keypad - stuck key (won't turn on/ off). A review of the complaint history record in trackwise and sap was performed for the (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
It was reported that the device alarmed for no apparent reason. No additional information was provided. There was no reported patient involvement.